Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the system was used for a diagnosis procedure. The procedure was completed as planned by restarting the system. The philips field service engineer (fse) inspected the system on site and confirmed that the system was shut down automatically. Upon further inspection fse found the issue was with the power distribution unit (pdu). Fse replaced the pdu and after replacement the system was working fine. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the azurion system was shut down automatically during use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system logfile and confirmed that the system was power down suddenly. Troubleshooting actions showed a problem with the pdu control module. The fse replaced the pdu control module and returned the system to use in good working order.